Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, this patient (with av block pathology) often experiences a sudden drop-down of her heart rate when exercising (patient is symptomatic and has to stop exercising) as reported, evaluation of available ecgs on the field revealed that this behavior was due to an interaction between the anti-pmt algorithm and the patient physiology (inappropriate reset of the atrial refractory period, thus followed by 2:1 pacing).